Event description:
Caller states the pt obtained a blood glucose result of 9.5 mmol/l on the advantage system. Low blood glucose symptoms were reported with this result; pt's doctor was contacted, and pt was treated with emergency fast acting insulin (timeframe between symptoms and treatment is not known). A result of 2.6 mmol/l was obtained on the doctor's meter 30 minutes after insulin treatment, and a result of 14.6 mmol/l obtained on the advantage system immediately following the doctor's result. The pt was admitted to the hospital over night, and was subsequently treated with a biscuit and orange juice. The pt has fully recovered. Since leaving the hospital, the pt obtained a reading of 6.4 mmol/l on the doctor's meter, and at the same time the advantage system gave a reading of 14.8 of mmol/l. Meter and strips were replaced.

Manufacturer narrative:
The event occurred in another country.